Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. There was no indication that stent detachment formed part of this complaint incident. The bumper tip of the device showed no signs of damage. Contrast media was present inside the balloon and inflation lumen. The balloon had the appearance of having been inflated and deflated. Analysis found that the crimp markings on the balloon wall were less pronounced as the balloon had been inflated. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-mar-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 2.5x28mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.